Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, and update to fields d8 and d9. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the alleged issue: the adhesion of carbonized tissue to the jaws. The event can be prevented by following the instructions for use which state: 16.6 sealing of blood vessels, lymphatic vessels and tissue bundles caution keep the jaw of this product clean during the procedure. Coagulated material accumulated in the jaw may impair the performance of this product. Do not apply high-frequency output while cleaning the jaw, as it may cause burns to medical staff. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal device had defective power connection occurred during insertion into the body during an unknown therapeutic procedure. There were no reports of patient harm and the procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the device model number in field d4 and update to field g1.

Event description:
No additional information received from customer.